Event description:
It was reported that there was intermittent loss of capture, both atrial and ventricular leads had increased impedance and the ventricular lead capture threshold was variable. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual leads were not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Both leads show steady increase in impedance. (B)(4) atrial lead went from maximum of 463 ohms on (B)(6) 2007 to a maximum of 1680 ohms on (B)(6) 2009. (B)(4) ventricular lead impedance went from maximum of 540 ohms on (B)(6) 2008 to a maximum of 983 ohms on (B)(6) 2010.